Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pads produced low flow. The pads were disconnected and reconnected. The flow rate settled at 1.8 lpm. All except the right thigh pad produced an "air leak" message. As a result, therapy was interrupted in order to replace the pads with a new set of pads, and therapy was resumed using the new set of pads.